Event description:
It was reported that a tandem mobi cartridge alarm occurred without causing an adverse impact on the customer's blood glucose level. Tandem technical support confirmed the issue and decided to replace the customer's pump, which was still under warranty. The customer was informed that the replacement pump would include updated software and that they would need to program their pump settings and connect their cgm to the new device. Instructions were provided for putting the old pump into storage mode and returning it to tandem within ten days to avoid charges. The customer agreed to these steps, and a replacement pump, along with replacement cartridges and infusion sets, was sent to address the consecutive cartridge alarms experienced.